Manufacturer narrative:
No ramping numbers noted. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. The motor was tested outside the insulin pump and passed. No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 176 mg/dl. The customer stated that when she put new battery in and she could not press. The customer stated that she started to use mini med. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident at time of incident was 176 mg/dl. The customer stated the carbs kept ramping. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.